Event description:
Occlusion springs snapped on the blood pump rotor assembly of the hemodialysis machine. Dialysis tech noticed that arterial pressure was not registering. Pt was moved to another dialysis machine and treatment was resumed. Biomedical specialist inspected unit and found broken springs in blood pump rotor assembly. Same failure has occurred twice on another machine in the same intermediate dialysis unit. Machine repaired and placed back into svc.